Event description:
It was reported that during a wisdom tooth removal procedure, the surgeon noted that the bur guard had melted on to the nose of the drill and caused a second degree burn to the patient's right lower lip on her oral mucosa and skin. The patient was provided a prescription antibiotic of clindamycin to prevent infection. The patient was later treated in the ER for pain. At the patient's follow up visit with the surgeon, the burn was healing well and the patient was prescribed a pain medication of percocet and a mouth rinse. The surgeon reported that a plastic surgery evaluation and revision will probably be required.

Manufacturer narrative:
The drill and bur guard were returned for evaluation. The drill was tested and ran with specifications. The melting of the bur guard was most likely caused by the bur guard coming into contact with the nose cone during use. Patterns in the melted bur guard indicate that it came into contact with the nose cone when the guard was in the load position. Per the stryker instructions for use, the drill is not to be run when the bur guard is in the load position.